Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported left side capsular contracture, baker grade IV (confirmed by physician). The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1 b5 d6b h6.

Event description:
Healthcare professional later reported "implant was noted to have a rupture and recalled implants". The device has been explanted and replaced. Capsulectomy performed.

Event description:
Patient reported left side capsular contracture, baker grade IV (confirmed by physician). Healthcare professional reported rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device is analyzed through visual inspection, microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: not observed through visual inspection. None of the other observations performed during the device analysis (creases, wear abrasion and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.